Event description:
Procedure: lap sigmoid colectomy. According to the reporter: the stapler was applied to the colon. After it was fired, one could see that not all staples were fired resulting in a staple line defect. Another stapler was introduced through midline incision deeper into pelvis, to establish a usable staple line.